Manufacturer narrative:
(B)(4).. The covidien service engineer (se) inspected the device and found a diagnostic code that indicated a loss of communication between the graphic user interface and breath delivery unit. The service engineer inspected and reseated the cabling for the printed circuit boards and performed extended self-testing on the device. All tests passed.

Event description:
It was reported that during setup of the device a 980 ventilator generated a diagnostic code that rendered it into an inoperative state. The ventilator was not connected to a patient at the time the alleged malfunction occurred.